Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) outer insulation breached depression, proximal conductor blood/body fluid (not obstructed); proximal segment of lead was returned for analysis. Len072868r no anomalies found; full lead was returned for analysis.

Event description:
It was reported that the ventricular lead was starting to show signs of fracture by oversensing. The lead was replaced when the device was changed out for normal battery depletion. It was also reported that during the implant procedure a ventricular lead was placed and while waiting for the threshold to drop, a second lead was placed at the request of the surgeon purely for expediency. The first placed was not used. No patient complications have been reported as a result of this event.